Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additionally, it was later reported that a cardiac tamponade had occurred. It was later confirmed the patient was under general anes thesia and hospitalization was extended.

Event description:
It was reported that during a cardiac ablation procedure, after the pulmonary vein isolation (pvi) was completed, a small pericardial effusion was noted. The patient went into a rapid tachycardia originating from the right septal wall. Due to it being septal three separate re-entries into the left atrium were underwent. During this entire procedure the coronary sinus (cs) catheter being used had not been fully able to advance into the coronary sinus. As a result, numerous repositions of the cs catheter occurred and finally the catheter was entered into the right atrial appendage. During the mapping of the right atrial tachycardia, the patient became hemodynamically unstable resulting from a worsening effusion. At that time the case was aborted and the pericardiocentesis was performed by the physician. It was suspected that the atrial appendage was perforated during the case. The case was aborted. The patient was under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.